Event description:
The manufacturer received information alleging a pressure sensor mismatch error had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that a system error, pressure sensor mismatch, was observed in the device's error log. The manufacturer service technician determined contamination had caused the pressure sensor mismatch error to occur on the device. The device's blower, machine flow sensor, and air path were replaced to address this issue. The manufacturer service technician performed the internal flow verification test step, and it failed on the device. The manufacturer service technician observed "black liquid" leaking from the blower, and black dust clogging the machine flow sensor. In conclusion, the device's blower assembly and machine flow sensor were replaced to address the failed internal flow verification test step issue. The root cause is confirmed at this time. Additionally, during the service of the device, the inline filter and inline proximal filter were replaced for dust contamination unrelated to the reportable issue. The muffler assembly and air inlet foam filter were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.